Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Technical support determined that the pump was not resettable and arranged for a replacement pump to be sent to the customer, with instructions provided for storage and transport via a courier. The customer was informed about the need for replacement and opted to use the replacement pump to ensure continued insulin delivery.